Event description:
It was reported that during an unknown procedure the device fired some of the small orange staple drivers that fell out of the device and into the patient. Some of the pieces were found and an undetermined amount were not found and left in the patient. The device is being retained at the hospital. Additional followup:the scrub tech actually didn't load the device correctly which is why the reload and staple drivers fell out intracorporeally.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.